Event description:
It was reported that the bd vacutainer® edta 2k was pushing off the holder during use. The following information was provided by the initial reporter: according to the customer's report, the tube was separated from the holder during blood collection.

Manufacturer narrative:
H.6 investigation summary bd japan received thirty-five (35) samples and attached nine (9) photos for investigation. The photos were reviewed and the indicated failure mode for tube push off with the incident lot and bd compatible holder was not observed. Bd makes no claims on the compatibility of bd tubes with non-bd holders (nipro). It is recommended that to alleviate tube push off, one must hold the vacutainer tube in place until it has completed the required draw volume and flow has ceased. Eighty-five (85) retention samples from bd inventory, were evaluated by visual examination and no issues were observed. Additionally, ten (10) retention samples were evaluated by functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of tube push off with bd compatible devices. Bd makes no claims on the compatibility of bd tubes with non-bd holders. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® edta 2k was pushing off the holder during use. The following information was provided by the initial reporter: according to the customer's report, the tube was separated from the holder during blood collection.